Manufacturer narrative:
The reported events were cardiac stimulation and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies to the lead body.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited phrenic nerve stimulation and an increase in pacing threshold. The lead was explanted and replaced. The patient was discharged.